Manufacturer narrative:
The lens was exchanged for a longer lens and the problem was resolved. (B)(4).

Manufacturer narrative:
Previous: stated lens remains implanted. Updated: lens was exchanged on (B)(6) 2017. Additional information regarding lens exchange is unknown (i.e. Lens size, problem resolution). Device evaluation: lens was returned dry in a microcentrifuge vial, with clear surgical residue/debris on the product and lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
"Study" in follow up #1 was checked by mistake. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -08.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The reporter indicated due to low vaulting of the lens, the plan is to explant and exchange.